Manufacturer narrative:
D4 lot number - unknown h4 device manufacture date - unknown without lot identification d4 primary unique device identifier (UDI) - full UDI number is unknown without lot identification h6 component code - appropriate component/term not available. Product - modular tulip h3 device evaluation - no product was available for evaluation. Review of device history records and lot specific complaint history is not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No conclusions can be drawing as to the root cause of the disassembly reported. It is important to note that the disassembled tulip was able to be successfully re-assembled onto the screw.

Event description:
It was reported that a procuedre was performed on (B)(6) 2026 in australia. The tulip was pre-assembled on the shank. The assembled screw was then loaded onto a custom locking reform CT driver. The screw was used on a patient with a t12 fracture. Six screws were placed in the patient. This was the last screw to be placed. At the very end of the case, the tulip dislocated from the shank. We were eventually able to reattach the tulip to the shank, but it took a bit of work and delayed the procedure.